Manufacturer narrative:
It was reported that foreign particulate was found on the inside of a syringe component. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. A sample was returned for evaluation and a reddish colored substance was observed on the inside of the syringe. Testing was performed to determine if the substance blood and the test was negative. The root cause was determined to be an issue in the component manufacturing process. Due to the reported problem/issue, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that a syringe component had foreign particulate.